Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge displayed a 40% charge for approximately 1 day, despite being in use. Subsequently, the customer reported that the battery dropped from 40% to 1% and then shutdown suddenly. There was no known impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.